Manufacturer narrative:
Additional information: on june 16, 2020, mentor became aware that the patient underwent unilateral device removal and replacement with a 475cc mentor memorygel breast implant, catalog number 3504754bc, serial number (B)(6) on (B)(6) 2020. On june 23, 2020, the mentor failure analysis lab received the device for evaluation. On june 25, 2020, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with 450cc mentor memorygel breast implants and experienced baker grade IV capsular contracture on the left side postoperatively. The capsular contracture was confirmed by a physical examination. As a result, the patient underwent unilateral device removal on (B)(6) 2020.